Event description:
It was reported that the handle of the applier was about to drop out of the shaft. The applier was sent to our technical specialist, who decided that it was unrepairable on investigation. The applier was supplied to the hospital within 1 year.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a (B)(4). Lot in february of 2018. The returned instrument was evaluated and found that the knob and tube assembly has become separated from the handle mechanism thus making this instrument unusable in the field thus we are able to validate this complaint. Instrument was disassembled to further evaluate , and it was found that the front groove wall on the g00436m handle no longer has a sharp corner at the outer diameter and is worn and rounded off at the top corner thus allowing the retaining ring to slip over it along with the knob and tube assembly making this instrument unusable when actuated. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility. We are unable to determine what caused the retaining ring to become loose out of its groove in the (g00436m) proximal handle and for the groove to become worn off and rounded at the top corner, but mishandling or forceful use at end user's facility is suspected.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the handle of the applier was about to drop out of the shaft. The applier was sent to our technical specialist, who decided that it was unrepairable on investigation. The applier was supplied to the hospital within 1 year.